Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility. The performing surgeon reported that to date there has been no damage noted to the patient's parathyroid. The patient¿s hypocalcemia was medically treated with a prescription. The device was inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
The referenced device will not be returned to olympus for evaluation as it was discarded after the procedure. The cause of the reported event cannot be determined; however, the instruction manual warns users ¿thermal denaturation of the proximal tissue may occur when treating the target tissue in seal & cut mode. The higher the output level, the wider the range of thermal denaturation becomes. To select the proper output level consider the state of target tissue.¿

Event description:
Olympus was informed that the patient experienced hypocalcemia (low level of calcium) after undergoing a thyroidectomy. The calcium level was low so the doctor measured the parathyroid hormone (pth) and noted to be below the threshold up to one week post-operation. The doctor thought that the heat generated from the handpiece might have caused the hypocalcemia and that the handpiece was placed closer (1mm) than the recommended distance of 2mm. The doctor mentioned that he was not certain if it was the thunderbeat that caused the reported patient¿s outcome because only two of the four parotids were near the thunderbeat, the two remaining parotids should have compensated keeping the patient¿s pth levels normal. The patient was treated for hypocalcemia, and the patient recovered. It was reported that there was no anomalies noted with the device during the procedure.